Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, an ambulance went to the customer's house and the emergency medical technician (emt) monitored the vital signs. The customer ate sugary foods to increase bg to target range. It was noted that the customer stopped using the pump at the end of october and that the customer was using apidra insulin. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past.